Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hemiorrhoid procedure that the device cut but partially stapled. Completed the procedure with a monopolar instrument. There was no adverse pt consequence.